Event description:
It was reported that balloon rupture occurred. The target lesion was located in the common iliac artery and common femoral artery. After two wallstents were implanted, a 16-6/5.8/75cm xxl esophageal balloon catheter was advanced for dilation. However, during the third inflation the balloon ruptured. The device was removed and another 16-6/5.8/75cm xxl esophageal balloon catheter was advanced for dilation. However, during the first inflation the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.